Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip did not release from the catheter. Block h10: investigation results the returned resolution 360 ultra clip device was analyzed, and it was noted that the device was returned with the clip assembly stuck into the bushing. And with the clip assembly bottom part deformed. No other problems with the device were noted. The reported event of clip did not release from the catheter was confirmed. Investigation found that this is due to the clip assembly that was highly stuck with the bushing. According to the evidence, one of the possibilities that could have happened is that the amount of the tissue grasped was bigger than the clip could close, causing that the customer needed to apply an excess of force to close the clip arms in order to activate them, but due to the amount of tissue grasped, this force was enough to detach the clip from the bushing, but it was not to activate them. Also, the damages found on the clip assembly were most likely due to the entrapment against the bushing. Taking all available information into consideration, the most probable cause of this complaint is adverse event related to procedure because the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyp during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to close and open the handle, squeezed it firmly, but was unsuccessful. Additionally, the control wire broke. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used for polyp during a colonoscopy procedure performed on (B)(6) 2024. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The physician attempted to close and open the handle, squeezed it firmly, but was unsuccessful. Additionally, the control wire broke. The procedure was completed with another resolution 360 ultra clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a15 captures the reportable event of clip did not release from the catheter.